Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It is unknown if the surgical staff manually inserted the unspecified instrument or utilized the guided tool change function of the patient side cart (psc). A follow-up MDR will be submitted if additional information is obtained. Per the da vinci si surgical system user manual, the following information regarding "patient cart use" is noted: "guided tool change: to provide an efficient and safe method for instrument insertion, the system can assist the patient-side assistant by guiding an instrument into the patient. Guided tool change only works when you replace an instrument. When you install the next instrument, the insertion axis unlocks and guides the instrument tip to a location just short of the last position of the previously installed instrument tip (figure 9.10). Warning: during an instrument exchange, including using guided tool change, the surgeon must not remove his/her hands from the masters until he/she has removed his/her head from the stereo viewer. Note: for guided tool change, the surgeon should remove their head from the stereo viewer to take all instruments out of following before removing and installing an instrument. Warning: use appropriate caution when inserting instruments into the patient by visualizing the instrument on the touchscreen as it is being inserted. The following occurrences disable guided tool change: pressing an instrument arm or port clutch button, any errors, instrument tip too close to cannula." A system log review was not performed for this procedure since there is insufficient or unconfirmed product/event information. The event date is unknown. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy, an unspecified instrument allegedly slipped quickly through a trocar upon insertion and punctured the bowel. The cause of the operative complication is unknown. It is also unknown what medical/surgical intervention was rendered, if any, due to operative complication. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported as part of a formative study that during a da vinci-assisted prostatectomy, an unspecified instrument slipped quickly through a trocar upon insertion and punctured the bowel. According to the initial reporter, the event occurred three to four years ago. The specific event date was not provided. A da vinci si surgical system was reportedly used during the case. The surgeon could not recall details of the specific procedure or patient. However, the surgeon speculated that the incident may have been due to a new, unspecified person inserting the instrument. The surgeon explained he would not have been the one inserting instruments since he would have been seated at the surgeon side console (ssc). He does not recall consequences or general surgeon consults associated with the reported event. The severity of the bowel injury is unknown. In addition, it is unknown what medical/surgical intervention, if any, was rendered due to the intra-operative complication.